Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73b2000370 was manufactured on 02/14/2020 a total of 36,000 pieces. Lot was released on 03/11/2020. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the bottom, rail, and pusher were detached from the cover block and were returned loose. There were also 36 staples returned loose. It appears that the bottom was not properly welded onto the cover block, which allowed the rail, pusher and staples to fall out of the stapler. A nonconformance has previously been opened by the manufacturing site as a result of this issue. The reported complaint of "detached - staple feed assembly" was confirmed based on the returned sample. The stapler was returned with the bottom and rail detached from the cover block. The bottom and rail were returned loose and there were 36 loose staples that were also returned. It appears that the bottom was not properly welded to the cover block, which allowed the rail, pusher and staples to fall out from the stapler. A nonconformance has been previously opened by the manufacturing site as a result of this issue.

Event description:
It was reported that all the remaining staples were loose from the device during usage on the patient after 4 staples were fired.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that all the remaining staples were loose from the device during usage on the patient after 4 staples were fired.